Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# *uk6090483, implanted: (B)(6) 1996, product type: lead; product ID 3708360, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID 3708120, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported the patient¿s lead had ¿low¿ impedances of ¿less than 50¿ ohms on ¿electrodes 0 and 1.¿ it was further reported the lead had a ¿break/fracture.¿ the cause of the issue was reported as an ¿old device and patient had a fall.¿ it was noted the patient¿s device was reprogrammed at the time of report. It was further noted the patient¿s issue was not resolved at the time of report. It was reported the patient experienced a ¿recurrence of pain¿ in their ¿right hand¿ at the time of report. Additional information stated the reprogramming session ¿was successful¿ and ¿no other interventions were planned¿ at the time of report. It was reported the patient was ¿fine and receiving therapy.¿ a supplemental report will be filed if additional information is received.